Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. High pressure alarm messages after pump start up and power down pump turned off messages noted in the event history log of the complaint. Unable to repeat customer's reported problem by running the pump with customer's returned program. Downstream occlusion sensor replaced as a preventive measure.

Event description:
Information was received that pump randomly turns off. Incident did occur while in patient use, and no patient injury resulted.